Manufacturer narrative:
The manufacturer previously reported an allegation of an rep dreamstation auto CPAP humidifier and tank has black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center. During the evaluation of the device, the service technician did not observe any visible black particles. It was also noted in the service report that the device is working fine and in good condition. The device was scrapped by the service center after the evaluation was completed.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP humidifier and tank has black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.